Event description:
The customer reported the system displayed a generator error message. This error likely shut the system down without command. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and returned to service.